Manufacturer narrative:
Information was received on 14-apr-21 indicating event date. In addition, two photos were included in an attachment for evaluation and hole could be detected in phone 2. Device evaluation completion date: 04/26/2021: device evaluation: one smiths medical portex endotracheal tube sacett was returned for analysis. Visual inspection was performed, and no defects were found. During analysis, the returned sample was inflated using a syringe and was submerged under water to detect any leak in cuff and detect any discrepancies in pilot balloon, and lead was detected in cuff and no discrepancies were detected in pilot balloon; the complaint was confirmed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Reported a smiths medical intubation/portex endotracheal tubes sacett balloon was tested before the tube was inserted and then after inserting the tube, the balloon did not work and did not inflate. Also reported, in addition the cuff pilot tube is not installed well and when using it comes out by itself. This was reported to occur seven occasions incidents as described.